Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. The following was noted during an article review that a pt death occurred after the rx vision stent was deployed. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Death, as listed in the device's instructions for use (IFU) is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. As there was no reported device failure or malfunction, there does not appear to be any indications of a sds quality problem. Given that the incident info was documented from info found in an article, and a f/u to the author of the article did not yield add'l info, a conclusive root cause for the reported pt effect and the relationship to the device, if any, cannot be determined.